Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance and noise with an insulation issue. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted that visual analysis found outer insulation breached/cuts and blood ingress on proximal conductor. According to the finding and the anomalies described in the event and due to the length of implant, it is likely that the extrinsic insulation breach observed during analysis occurred at implant and it is likely the cause for the electrical complaint of low impedance. If information is provided in the future, a supplemental report will be issued.